Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: on the 3rd firing, firing could not be done. Handle was too stiff to squeeze. Black return knob was returned. Additional resection of tissue was performed with another device.